Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological charateristics with a medical device registered within the u.s. Are.

Event description:
Country of complaint: (B)(6). Bad fixation "needle-suture", needle is permanently tearing from the thread.

Manufacturer narrative:
Manufacturing site evaluation: samples received: 61 unopened racepacks and 1 opened. Analysis and results: there are no previous complaints of this code batch. There are no units in stock. Received 61 closed samples and 1 open sample with one of the needles detached from the thread and the thread is still wound on the pack. Tested the needle attachment of the closed samples received and the results do not fulfills the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills OEM requirements. Final conclusion: complaint is justified. Actions on product: replace this code/batch to the end customer or refund. Corrective/preventive actions: there is a corrective action in order to avoid this kind of incident in the future.